Manufacturer narrative:
Date of death missing. Additional information has been requested regarding the patient's death, and the date of death is currently unknown. Once the date of death is provided, it will be informed in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm extending from the aortic arch to the descending thoracic aorta, using conformable gore® tag® thoracic endoprostheses. Prior to stent grafts being implanted, a right axillary-left common carotid-left axillary artery bypass procedure was performed, and two stent grafts were placed from the ascending aorta. Then, a chimney stent graft ((B)(4)) was attempted to be deployed ranging from the ascending aorta to brachiocephalic artery, using a gore® dryseal sheath with hydrophilic coating ((B)(4)).when the dsl1228j was inserted along with the guidewire from the right axillary artery into the ascending aorta, it was revealed that the guidewire was inside the sheath, and the patient¿s blood pressure had dropped (from 110mmhg to 70s mmhg). While guidewire was advanced through the sheath again and the sheath was being advanced, the ascending aorta was ruptured and the sheath penetrated out from the ruptured area. The patient¿s blood pressure further dropped to 30s mmhg. Stent grafts and the pxl161007j were quickly deployed to complete a chimney approach. The patient was then converted to left thoracotomy to repair the rupture. While the ruptured area was being repaired, another tear was made, where the pxl161007j came out the vessel wall. The rupture was repaired, but as blood flow to the brain decreased, the patient was transferred to an intensive care unit with a cardio-pulmonary bypass on. On an unknown date, the patient was expired. It was reported that when the pxl161007j was advanced and deployed, the sheath was moved back and forth. As a cardio-pulmonary resuscitation (CPR) was started during the deployment of pxl161007j, fluoroscopic imaging could not be confirmed. Additionally, it was reported that while the dsl1228j was advanced, it scraped a vessel wall of the ascending aorta, causing it to be injured and ruptured. Possible causes of the sheath advancement and ascending aortic rupture could be that the quality of intra-procedure imaging was not good and that the ascending aorta had been fragile prior to the initial procedure. Additional information has been requested to the clinical specialist regarding the patient¿s death.